Manufacturer narrative:
Section event date in box b and date received by mfg in box g, become aware date has been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a manufacturer service center with no initial alleged complain. During the evaluation of the device at the service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.